Event description:
It was reported the patient could not get their stimulator to work right. It was reported the patient would set the stimulator and then it would go off after 10 minutes or so and stop stimulating. It was reported the patient could not adjust stimulation. It was noted the device was powered off. It was noted the patient turned on the device and stated ¿it¿s in there.¿ it was noted the patient could not feel anything at 2.00v. After the patient adjusted to 4.20v, they stated it ¿felt better.¿ it was stated that when the patient moved around ¿it was too hard.¿ it was noted the patient adjusted back to 3.8v and stated it was comfortable. It was stated the stimulation would shut off no matter what the patient was doing and when she wasn¿t doing anything. It was reported the patient never had issues before the battery went dead in the programmer. It was stated the patient had changed the batteries in the programmer and after an hour or so it would quit. It was noted the patient would follow up with their health care provider (hcp). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), im planted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).